Manufacturer narrative:
The unit had a detached end cap. The compromised force sensor system alarm could not be tested for due to physical damage to the end cap. The unit had cracked battery tube threads and a minor scratched lcd window.

Event description:
The customer's mother called in to report a compromised force sensor system alarm. The customer's blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.